Event description:
The customer had experienced an increase in bg levels (from 139 to 270mg/dl) over a two hour period. She went to deliver a correction bolus and noticed "that the cannula was not even inserted into her skin" - the cannula was "lying against the skin." She deactivated the pod and will return it for eval. No reason was provided as to how the cannula may have become displaced.

Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to elevated bg levels. The investigation showed that no hazard alarm had been initiated, there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks and the needle mechanism operated as expected - all evidence of a properly functioning pod. The pod performed as designed during the eval and was fully capable of delivering all programmed doses of insulin. No problems were found. Based on investigation results, the needle mechanism had operated as designed indicating that the cannula would have been fully capable of inserting subcutaneously. Therefore, the cause of the cannula "lying against the skin" was likely due to the cannula having pulled from the insertion site (as opposed to the cannula not initially inserting upon activation of the device). Although no mechanical issues were found during the eval, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite test results that show it operated mechanically as designed). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The lot number provided is invalid - a review of lot qualification records was therefore unable to be performed. Eval results code pertains to the mechanical performance results of the pod. Eval conclusions code pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure).